Event description:
It was reported that a caregiver expressed concern for possible hypoglycemia after the patient self-administered an extra lunch meal, with a fingerstick blood glucose of 100 mg/dl while the ilet displayed 76 mg/dl, and review of delivery history confirmed two meal boluses administered in close succession; support guided a mobile app sync and instructed entry of the fingerstick value to calibrate the sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem, with no specific affected device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.